Event description:
It was reported to tyco kendall that a nurse had sustained a dirty needlestick. The safety shield was reluctant to start to go over the needle. The nurse tried to push the shield up, slipped and got a needlestick.